Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, oversensing due to noise was noted on the right ventricular (rv) lead. Increased pacing lead impedance was also noted on the rv lead. The issue was resolved by capping and replacing the rv lead during the unrelated procedure. The patient was in stable condition.